Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v914061, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from the consumer reported that she had pain and her primary care physician ordered x rays, blood work, and urinalysis to try and find the cause. The patient felt pain daily. It was re-stated that the patient had no issues until after the previously reported fall. She pulled her lead out secondary to the fall. This pain was not related to positional movement. There was no suspected emi exposure. The pain was localized to her left hip and radiated up her side into the kidney area of the back. Onset of this pain was reportedly sudden. It was noted that the patient also has interstitial cystitis, but this pain did not feel like ic pain. The root cause of the patient's fall was an unrelated neurological condition. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues.

Event description:
Additional information from the consumer reported that the lead was 'frayed'. The patient fell down 3 stairs. There was no unrelated medical procedure. It was noted that an impedance check was done to diagnose the issue. The patients' intersticial cystitis flared up and the urinary symptoms worsened after the fall. This was considered sudden. The patient was pretty sure the lead was replaced and she recovered completely.

Event description:
It was reported that a patient had a fall a couple of months ago and also had a loss of therapeutic effect and return of symptoms including urgency and frequency a couple of months ago. The patient was using the bathroom every 20 minutes. One to two weeks ago, it was discovered that a lead had come loose. All electrode combinations with electrode 1 had impedances of greater than 4000 ohms. Electrode combinations 0, 2 and 0, 3 also had impedances of greater than 4000 ohms. The patient¿s healthcare professional changed her settings to utilize the remaining two leads and the new settings were going down to the patient¿s vaginal area and causing some pain urinating. The prior night, the patient sat down and was feeling stabbing pain in her vagina and was having bladder spasms. She wanted to decrease stimulation or turn it off. The patient was able to decrease stimulation by 0.1 volt. The cause of the event was not determined, the symptoms and issue were ongoing, and the patient was scheduled for a lead revision on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient underwent "repair..."